Event description:
Patient reported a left side replacement from textured to smooth due to the patient concern of the implant. Healthcare professional later reported "ruptured prior to surgery". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening, shell thickness within specification. Additional observations: ¿ observed creases on the device no further actions are required as the device was implanted.

Event description:
Patient reported a left side replacement from textured to smooth due to the patient concern of the implant. Healthcare professional later reported "ruptured prior to surgery". Device has been explanted and replaced .